Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd a scs system on (B)(6) 2011. It was reported the pt is not feeling stimulation and suspected there was something wrong with the programmer. She allegedly claimed that it was difficult to turn the ipg on and off with the programmer. A replacement programmer was sent to the pt. No further info is available at this time.